Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient went to the emergency room (ER) and was diagnosed with blood glucose (bg) values that reached 502 mg/dl. The pod site was raw, with burns and irritated. For treatment, the patient was put on intravenous (IV) of fluids, given diagnostic tests and lanacane cream. The pod was worn longer than 48 hours on the abdomen. The pod was discarded. The patient was discharged after 9 hours.